Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024 , there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 40.9 dailytotalofbasalinsulindelivered = 19.2 dailytotalofbolusinsulindelivered = 21.7 (B)(6) 2024 00:26:02.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.4 bolusamountdelivered = 3.4 (B)(6) 2024 05:59:50.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 2 (B)(6) 2024 09:15:40.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 (B)(6) 2024 13:21:12.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.1 bolusamountdelivered = 6.1 (B)(6) 2024 16:05:22.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3 bolusamountdelivered = 3 (B)(6) 2024 17:58:22.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7 (B)(6) 2024 19:28:32.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 5 bolusamountdelivered = 5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment going to the back of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported physical damage on the pump not related to the retainer ring. Customer stated there was a crack on the battery compartment to the back of the pump when it fell on the floor. Customer also reported high blood glucose of 488 mg/dl that led to hospital visit. Customer did not provide details of hospitalization and how they were treated. It was unknown if customer was using the pump within 48 hours of reported high blood glucose or if auto mode/smart guard was active at the time of the incident. Customer declined further troubleshooting. Customer will discontinue pump use and will return it for analysis.